Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:strip issue: user's test strip has a poor storage- kitchen or user hematocrit outside of range;user is in on iron supplemental.

Event description:
Consumer reported complaint for e-0 error message. Caregiver is calling on behalf of the customer. Customer instructed that e-0 message occurs when blood sample on the test strips has hematocrit outside of range of 20% to 70%.customer stated is in on iron supplemental. The customer's expected fasting blood glucose test result range is 130 - 150 mg/dl. During the call on (B)(6) 2016, caregiver stated customer had a headache. Customer adviced to seek medical attention, caregiver declined medical attention needed. Caregiver stated customer had not been able to test for six days and did not know the blood glucose level. The product is not stored according to specification,customer stores product in the kitchen. The test strip lot manufacturer's expiration date is 07/19/2017 and open vial date is 08/18/2016. The meter memory : 1: undisclosed 2: undisclosed 3: undisclosed 4: undisclosed 5: undisclosed memory concerns: na. Customer assisted with troubleshooting, customer still obtained e0 error message.